Event description:
It was reported the customer had a displayable history check failed on startup alarm. Customer also stated their alarm caused the insulin pump to reset and settings to be changed. The customer's blood glucose was 194 mg/dl. Customer stated their temp basal was not programmed before the alarm occurred. It was also found the alarm occurred during normal insulin pump use. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.